Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) exhibited undersensing during ventricular tachycardia episodes, due to ventricular safety pacing feature. It was also noted that the patient experienced bradycardia. Ipg remains in use. No further patient complications have been reported as a result of this event.